Manufacturer narrative:
(B)(6) - RMA 860140864 has been initiated for this issue. Model 65650, serial number/date code (B)(4) is approximately 6 months old. The owner's manual part number 1023891 was issued with this device. The owners manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Do not know if back rest came off as a malfunction or due to the consumer grabbing it. No injury alleged.

Event description:
"Dealer stated that the consumer came in and informed them that on item 65650 the consumer went to fall and grabbed back rest to catch herself and the back rest fell off." No alleged injury.